Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, narrow, mid left anterior descending artery, two stents were to be implanted. The 3.0 x 18 mm xience v stent was implanted in the distal part of the lesion, and a second xience v stent was used in the proximal part of the lesion. Then the stent balloon was used to post-dilate the stent which resulted in movement of the first xience v stent in the distal direction and not covering the lesion. In order to cover the entire lesion, a third xience v stent was deployed between the first and second stents. There was no reported adverse patient effect.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. The stent delivery system was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow up report will be submitted with all available relevant information. The second xience v noted is being reported under a separate medwatch number.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. It is indicated that the stent delivery system is not returning for evaluation; therefore a failure analysis of the device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided.